Event description:
The customer reported that there was no computer communication to the lh500 instrument. The customer stated that she powered down the entire system. No erroneous results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined that solenoid 1 which controls draining vacuum/pressure to valve vc 1, had malfunctioned causing an instrument lockup and improper drain of the vacuum chambers. He replaced the solenoid and issues resolved immediately. (B)(4).